Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited whitish foreign material in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the device was not confirmed. The customer reprocessing information was not provided. There was no damage to the area where the foreign material was detected. The suggested events may be detected and prevented by handling device in accordance with the following IFU. IFU: gif-1100 operation manual chapter 3 preparation and inspection states how to detect the events. IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.